Event description:
It was reported that after implanting a bi-ventricular assist device (bi-vad), the team wanted to transfer the patient from the operating room to the intensive care unit. When the dual drive console was unplugged to transport the patient, the bottom module of the unit did not switch onto battery power and the unit stopped. The unit's top module was operational. The staff plugged the unit back into ac power and transferred the patient to the ICU using an extension cord. The patient was switched to a backup console a few hours later without incident.

Manufacturer narrative:
The unit was serviced at the center by a thoratec service technician. The technician confirmed the bottom module (bmod) of the dual drive console did not operate when in battery mode. The problem was found to be with the 6v battery charger, which was replaced by the technician.the driver also underwent a full preventive maintenance in which the 6v batteries were replaced. No further information is available at this time.